Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, encapsulation and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell 90-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.